Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a burning sensation at the battery site when there was pressure against the battery from the antenna. Coupling was also difficult with a maximum of 4 squares and leading to long recharging sessions. It was noted that the battery felt tilted in the buttock. The patient had an appointment on (B)(6) 2016 for further evaluation. During this appointment it was determined that the impedances were within normal limits. The manufacturing representative was able to feel the battery tilted in the pocket. Sometimes it bothered the patient when something touched the stimulator and sometimes not. The patient was given a new group that seemed to cover better. The patient was told that she could set up the amplitude at home for adaptive stimulation but the manufacturing representative thought the problem was the tilt of the battery. The physician may use some local anesthetic in pocket or he may give the patient a binder to see if the battery moved back. Indications for use include rsd/causalgia-complex regional pain syndrome, post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.